Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Premature battery depletion within the past 6 months was observed. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of rapid battery depletion was confirmed in the laboratory. The overall longevity of the device was evaluated using the available parameters and usage information; the longevity of the battery was within the expected limits. However, the current measurements of the device were high. The cause of the high current was an anomaly within the hybrid.